Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 16x6 maxi ld percutaneous transluminal angioplasty (pta) balloons burst during inflation. There was no reported injury to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, two 16x6 maxi ld percutaneous transluminal angioplasty (pta) balloons burst during inflation. There was no reported injury to the patient. Additional information and device return were requested; however, neither were obtained after multiple attempts made. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon burst¿ could not be verified as the devices were not returned for analysis. The exact causes could not be determined. There is no additional information regarding patient, lesion, or procedural characteristics regarding this event. With the limited amount of information available and without the return of the products it is difficult to draw a clinical conclusion between the devices and the event reported. According to the safety information in the instructions for use ¿the catheter system should be used only by or under supervision of physicians thoroughly trained in wire guided esophageal balloon dilatation. A thorough understanding of the technical principles, clinical application, and risks associated with balloon dilatation of the esophagus is necessary before using these devices. When the catheter is exposed to the esophagus, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, two 16x6 maxi ld percutaneous transluminal angioplasty (pta) balloons burst during inflation. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.